Event description:
Spontaneous call: defective device; pt stated when they took the gray cap off the syringe, a spring popped cut and the medication leaked everywhere. There was no adverse event. No add'l info provided. Reported to (B)(6) by pt/caregiver.